Event description:
During preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. During preparation of the 3.50 x 24 mm taxus express2 drug eluting stent, the stent shaft fractured. The stent was no in contact with the patient. The procedure was completed with another taxus stent. No patient complications were reported.